Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the tie wraps were leaking. Additional malfunctions include the power switch was defective.